Manufacturer narrative:
Unit received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to a MRI. The insulin pump alarmed motor error during basal. Customer's blood glucose level was over 200 mg/dl. She was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.